Event description:
On (B)(6) 2011, the unidentified health care professional contacted lifescan (B)(4) alleging missing one touch verio test strips. The reporter claimed that the doctor's office received a one touch verio pro meter with only 5 one touch verio test strips instead of 10 test strips which were expected by the reporter. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed a missing test strip issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745 reporter name, address, and phone # are unknown